Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a faulty circulation pump. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they tried to fill with water in an arctic sun device, but the water level sensor shows full. Pump replacement and preventive maintenance need to be performed. Per sample evaluation results on 20feb2024, it was reported that the arctic sun device had circulation pump issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as there was not a circulation pump issue in this event. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tried to fill with water in an arctic sun device, but the water level sensor shows full. Pump replacement and preventive maintenance need to be performed. Per sample evaluation results on 20feb2024, it was reported that the arctic sun device had circulation pump issue.